Event description:
Boston scientific received information that during a procedure with another manufacturer to replace this implantable cardioverter defibrillator (ICD), the set screws were noted to be stuck and unable to be loosened to remove the right atrial (ra) and right ventricular (rv) leads. It was reported that a torque wrench had been broken off in both df ports. Additionally, the ICD was noted to have been non-functional for an unknown period of time. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device was explanted and the leads were cut and surgically abandoned. The local area sales representative was contacted for additional information, however, no further information was available. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.